Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon deflated within hours of placement. Per additional information: this allegedly occurred on three separate occasions on the weekend of (B)(6) 2018. This is the second reported event.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the balloon deflated within hours of placement. Per additional information: this allegedly occurred on three separate occasions on the weekend of (B)(6) 2018. This is the second reported event.